Manufacturer narrative:
Other relevant device(s) are product ID 306001, lot# unknown, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient was  sick to their stomach and took a pain pill. Patient stated that they saw blood around the site, thinking that it is cause of when she wears pads and has to change them is pulling on the wires.  No further complications were reported/anticipated at this time.